Event description:
Patient reports seeing dr. (B)(6) 2 weeks ago to discuss increased abdominal pain that is poorly managed at this point. Dr. (B)(6) reprogrammed her stimulator and followed up via telemed to discuss next steps. With increased abdominal pain and weight loss, dr. (B)(6) is moving forward with a bariatric procedure and explant of enterra. Patient requested system explant due to discomfort. Location of explanted devices unknown; likely disposed of. No further action to be taken.